Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reports that they are getting no device found when charging implantable neurostimulator (ins), and prior to this the charge speed was getting slower which started several months ago. Pt mentioned they got a new controller in the past. They said they gave up using the stimulator because of the charging speed and hasn't used it in about a month. Pt says the implant site "used to be flat and now is bulging" but says they are not worried about it, and like that its easier to find in their body since it sticks out. They said the implant site is sticking out because they have lost weight. Controller port looks intact. Pt says the recharger telemetry module (rtm) cord has damage where it goes into the paddle, saying its "weird looking". The issue was not resolved. A request was sent to the repair department to replace the rtm. Agent reviewed that pt might still get no device found when trying to charge ins with new rtm, and if they do to perform passive recharger mode (prm) or call patient and technical services(pats) for help and also advised pt to follow up with healthcare provider (hcp) about implant site sticking out more.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.